Event description:
The event is reported as: complaint alleges that there is no peremption (expiration) date on the product packaging. Alleged defect occurred during incoming inspection. No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate.